Event description:
The customer reported to baxter (B)(4) of a leak on the y connector of the benja-mix set detected during infusion. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation. Visual and functional tests were performed and the reported condition was confirmed. The set was underwater leak tested and a leak was observed from the valve welded part. The valve connectors used on this code are purchased from an external supplier. As a corrective action to this complaint, this report has already been communicated to the involved supplier. As an immediate action, the manufacturing plant will include a leak test during the incoming inspection of this component (apart from the testing done during manufacturing) . This will start immediately with the next incoming inspection. A batch review was performed on the reported lot with no deviations found. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This device is manufactured for distribution outside of the united states (u.s.); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s.